Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer called to report an alarm on the insulin pump. The customer also reported high blood glucose and the reading was 320 mg/dl. The customer stated that he was hospitalized a few months back due to diabetic ketoacidosis with a blood glucose reading of 900 mg/dl. Troubleshooting was performed and the basal rates were set correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp to perform the high pressure test.